Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: (B)(6) 2018. Customer could not confirm serial number. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that unit shut off, alarmed, and would not turn back on. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17may2019. Date rec¿d by MFR: 16may2019. Multiple attempts were made to contact the customer. The customer could not be contacted for additional information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.